Event description:
It was reported that the patient was experiencing inadequate stimulation. There was no device malfunction suspected. All device components were explanted and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7072833.